Event description:
A patient reported that their IV set was leaking. They did not know where it was leaking from. The patient ended treatment and reported to the clinic. Medication unknown. Volume to be infused was 138mls at 3ml/hr over 46 hours.